Event description:
It was reported that an unknown failure occurred on a homechoice device before peritoneal dialysis therapy. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Additional information: the device was returned to baxter and an evaluation was completed. The event history log review showed no keystrokes, programming, or use related events that indicated and/or contributed to the reported issue. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. Internal and external inspection was performed and no issues were noted. Functional and electrical testing were performed with no issues noted. A short simulated therapy was successfully performed. The reported condition was verified as a check patient line alarm. The cause of the condition could not be determined. The device will be sent for service. Should additional relevant information become available, a supplemental report will be submitted.